Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant products: left-mentor memorygel 400cc silicone breast implant, catalog number 3504004bc, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor memorygel 400cc silicone breast implants which the right side has issue with capsular contracture baker grade iii, possible IV after implantation. Patient felt tightness and pressure a few months back, no trauma. Patient had a consultation with the doctor on (B)(6) 2019, doctor performed a physical exam and confirmed the issue. No other complications reported. Left side is fine. As a result patient scheduled for removal on (B)(6) 2019.